Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level ranged from 76-118 mg/dl. Although requested, customer declined troubleshooting with tandem technical support. Reportedly, customer was able to resume insulin delivery.